Manufacturer narrative:
The customer¿s report of a leak from the engagement of the secondary tubing to the bonded texium luer was not confirmed. No damage or anomalies were noted during inspection. Microscopic inspection of the secondary distal texium luer revealed no abnormalities. Functional and pressure testing found no leaks within the set. The root cause of the customer's report of a leak from a texium secondary set was not identified.

Event description:
The customer reported a leak at the engagement of the secondary tubing with a bonded texium leur during an infusion of paclitaxel 140 mg/28ml at a rate of 56 ml/hr. There was no report of patient harm.

Manufacturer narrative:
Concomitant products: baxter 100ml 0.9% nacl injection ndc (B)(4), lot p350827, exp dec 2017; baxter 50ml bag, lot drtpa585020, paclitaxel-protein bound (abraxane), therapy date (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak from a texium bonded secondary set at the texium connector during an infusion of paclitaxel 140 mg. In 28 ml to infuse a 56 ml/hr. The leak occurred during an active infusion. Although requested, additional information has not been provided; there was no report of patient harm.

Manufacturer narrative:
Correction on initial report: disregard lot #, expiration date & device manufacture date